Manufacturer narrative:
The cover did not contact the patient or surgical staff. No injuries occurred as a result of the event. The yoke cover was inspected by a steris service technician; it was identified that the cover sustained damage due to mishandling by the user facility personnel. The vled surgical lighting system operator manual (pps. 1-4) states, "do not bump light heads into walls or other equipment. Use care when moving the arm upward to help avoid hitting the ceiling or objects above the arm". The technician notified the user facility of the proper use and operation of the vled surgical lighting system. The technician ordered and installed replacement covers for the subject vled surgical lighting system, confirmed the lighting system was operating properly, and returned the unit to service. No further issues have been noted.

Event description:
The user facility reported that the plastic yoke on their harmony vled surgical lighting system fell during a patient procedure. The procedure was successfully completed without further incident; no injuries occurred as a result of the event.